Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. The patient's attorney did not allege a specific device failure. The reason for the reported revision surgery was not specified. No medical records have been provided. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2009:the patient underwent surgery for implant of an unspecified bard/davol sepramesh ip. On (B)(6) 2017: the patient had unspecified injuries and underwent revision surgery. The patient is making a claim for an adverse patient outcome against the sepramesh ip . The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2009: the patient underwent surgery for implant of an unspecified bard/davol sepramesh ip. On (B)(6) 2017: the patient had unspecified injuries and underwent revision surgery. The patient is making a claim for an adverse patient outcome against the sepramesh ip . The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: on (B)(6) 2009 - patient was diagnosed with incarcerated ventral hernia thereby underwent open repair with the implant of sepramesh ip. Per operative notes, "the hernia sac was dissected free and incarcerated small bowel from adhesions were lysed. A sepramesh ip was fashioned and sutured in an underlay fashion to the fascia. The hernia sac was then closed over top using sutures." On (B)(6) 2017 - patient was diagnosed with pain, recurrent ventral hernia with mesh displacement and erosion thereby underwent open repair with the explant of sepramesh ip. Per operative notes, "identified a large hernia sac with significant amount of serous fluid drained. The sac was reduced and found to have a dislodged piece of mesh. Identified a portion of mesh eroded into small bowel, the segment of bowel was resected and the mesh was explanted. Lysis of adhesions was also performed. Additional piece of onlay mesh and tacks were also removed. A piece of mesh identified in pelvic region with no obvious hernia so the mesh was left in place. A biological mesh was then sutured into place in an underlay fashion and an another biological mesh was placed anteriorly on top of closed facia and sutured." (Note, additional unspecified meshes were identified during this repair) attorney alleged that the patient had adhesions, bowel obstruction, bowel removal, mesh migration, pain, dislodged mesh, seroma and hernia recurrence.

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. The patient's attorney did not allege a specific device failure. The reason for the reported revision surgery was not specified. No medical records have been provided. Information is limited at this time. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the PMA/510(k). Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 7 years 5 months post implant of sepramesh ip, patient was diagnosed with erosion, hernia recurrence, seroma, adhesions, pain and mesh migration thereby underwent repair with removal of mesh. Per op notes, "found dislodged piece of mesh, a portion of mesh eroded into small bowel." The instructions-for-use supplied with the device lists erosion, hernia recurrence, seroma, adhesions, pain and migration as possible complications. Updated fields: a2, b4, b5, b6, b7, d4, d.6b (date of explant), g1, g3, g6, h2, h6, h10, h11. Corrected field: g4 (PMA/510(k). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned